Event description:
Hospital in (B)(6) reports that during a tfn procedure the helical blade jammed during insertion. The surgeon used heavy hammer hits to try to advance the blade and the coupling screw broke. The surgeon removed the nail and the blade and implanted a lateral femoral nail instead. This report is #2 of 3 for the same event.

Manufacturer narrative:
Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11mm ti helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The device was received intact. There was minimal abrasion of anodized surface and no gross deformations of the device was evident. There is some damage in the insertion tool slot areas at the distal end of the device consistent with the noted impact of a heavy hammer. The threads, while not visibly damaged, cannot be accurately checked since the gage cannot enter the threaded area. The device met all design and manufacturing requirements. The risk analysis adequately addresses the reported event and the design of the device was evaluated and deemed to meet its intended use. The technique guide recommends verification of the position of the locking mechanism after the insertion instrumentation has been connected to the nail.